Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis anesthesia es system got disconnected when user attempted to retrieve the narcotic medication. A field service engineer found that the connected ethernet wall port was not live. Relocated the station within operating room and connected ethernet cable to a different wall port to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that a bd pyxis anesthesia es system was disconnected when user attempted to pull a narcotic. The customer stated that they retrieved the required medications from other available stations and there was no prolonged delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the disconnected mode error caused by the ethernet wall port that the pas is connected to is not live. A field service technician reseated the ethernet cables to a different wall port to resolve the issue. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system were disconnected when user attempted to pull a narcotic. The customer stated that they retrieved the required medications from other available stations and there was no pro long delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.